Event description:
The patient was admitted with kda and dehydration and hypertension. A routine blood glucose was run with a result of 449mg/dl, a lab test was done and the result was 293mg/dl. Unknown if controls were in range. A request was made for the return of the suspect device. The customer declined replacement.